Event description:
The manufacturer service technician reported that the device is missing the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
During investigation, it was determined that the color band was not missing. Therefore, is event is not considered likely to cause or contribute to a serious injury if it should recur. This event is not reportable under 21 cfr 803.

Event description:
The manufacturer service technician reported that the device is missing the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.